Event description:
Allegedly removed during the revision of another component. Seeking settlement.

Manufacturer narrative:
Conclusion: no device failure. Complaint reviewed and analysis showed no trend for (B)(4), lot no: 118738562. Device history record reviewed. Product not returned. Evidence that product in specification when used.

Manufacturer narrative:
(B)(4). Report number 1043534-2011-00862 is a duplicate of 1043534-2011-00256.report number 1043534-2011-00863 is a duplicate of 1043534-2011-00257.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. No complaint was stated against this device. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00862, 00863, 00864.